Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower keyboard interminably was not responding. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the keyboard had been intermittently not responding. A technical support specialist (tss) had dialed in to the station and updated the keyboard¿s driver. An email was sent to the customer, and a response was received from the customer. The customer granted permission to close the case, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.